Event description:
It was reported that the patient had a recorded episode of asystole from the implantable cardiac monitor (icm) seen on the strips however; the patient was asymptomatic. The episode was also considered to be muscle artifact with low gain. Additional follow up information could not be obtained to determine if this was a true episode. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.